Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open total knee replacement, at final closure, the needle detached from the thread. To resolve the issue, the staff opened another suture. There was no patient injury.